Event description:
It was reported that the patient is no longer able to hear with his device since (B)(6), 2010. The external parts were checked. Testing carried out on (B)(6), 2010 shows that the device has malfunctioned. An accidental fall has not been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.